Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection and functional testing noted no abnormalities that would have caused or contributed to the reported condition. The handle had 203 of 300 procedures remaining. A review of the system logs showed evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.5 software at the time of the fpga reset/reprogram failures. It was reported that the screen shown a red circle with a red line thru it, along with a yellow triangle above. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when the user was trying to turn on the powered handle, there was a power handle error. The screen shown a red circle with a red line thru it, along with a yellow triangle above. The powered handle was still showing a 200 plus lives on it. The handle was rebooted but the issue was not resolved. No patient was involved. Medtronic's initial evaluation of the incident is that the handle was running v29.5 software at the time of the fpga reset/reprogram failures.